Event description:
Add'l info rec'd from MFR 12/16/03: MFR has spoken with the pt's spouse several times since receiving FDA's communication. Guidant has provided them with packaging to return the device, and the device was subsequently returned. Guidant used a standard test protocol to evaluate the device's performance. The device performed normally throughout testing, and has been archived should further testing be required.

Event description:
The dr stated the pt would be a good candidate for the biventricular pacing, an upgrade to dual chamber biventricular device which was the guidant ICD. Surgery was scheduled. Pre-op tests were completed so proceeded as scheduled. Pt taken in to the o.r. The drs were unable to get the lead in the coronary sinus and also tried a femoral approach for the lead placement without success. Pt had a restful night and that morning they had another x-ray with good atrial lead placement and no evidence or pneumothorax. Pt was released from the hospital approx 12 noon. Six days later first appointment after surgery was mainly to check the bandage. Pt did mention to the nurse about feeling depressed and loss of appetite. They then saw the dr and was given antidepressant pills. Six days later had adjustment on the ICD. Eleven days later pt was told by the dr there was no further therapy that could be expected to improve a long term quality of life and until next appt in a week they should think of the possibility of turning off the ICD, then referred pt to the social worker to set up for hospice. All this was only 21 days after the implant. Five days later after talking over what should they do, pt's spouse decided to go along with it because of the consequences if it did go off it could be fatal, but the pacemaker part would still be on. This same day they were told this would be the last visit with the dr as the nurse from hopsice will handle problems and refer to the dr if necessary. Pt went down so fast. They passed on only 31 days after the ICD. Since surgery pt went down in a matter of days, no energy, loss of appetite and not able to get from the bed to chair alone. Since the ICD was only on the market a matter of months pt's spouse was told, the implanting of this one was like the old type. Pt had no life style, too weak, no desire to do even the daily routine of tv, read the paper, work on puzzles, and had no appetite. Approx the second week of may 2003, the funeral home called to let spouse know the device was available for picking up. That same day they picked it up and immediately returned home to call the MFR. If they would like them to send it back for research. The gentleman spouse spoke with seemed surprised they asked such a question. He did say he would send a case to mail it back in and to this day spouse has not received the case and they still have the device at home.